Event description:
According to the reporter: the customer reports that the balloon burst after 30 minutes of use, thought it had been inflated properly (with 25cc). All pieces were retrieved from the cavity. No ill effect reported.

Manufacturer narrative:
(B)(4).